Manufacturer narrative:
Patient and/or surgical involvement in this complained event is unknown. It is unknown when the complainant part broke; however, the discovery was made on (B)(6) 2015. Device is an instrument and is not implanted or explanted. Hospital contact number: (B)(6). The device is not distributed in the united states, but is similar to a device marketed in the us. Product investigation summary: the connector for insertion handle is in a very poor condition with extreme marks from forceps on the square of the shaft. Additionally, the diameter above the fracture had heavy marks from tools visible. There are numerous marks from hammer blows on top of the device; the threaded forepart is broken off and was not send back for evaluation. Without this forepart, the relevant dimensions and the hardness cannot be verified anymore. The fracture face is homogenous, which indicates material conformity. The manufacturing documents were reviewed and no complaint related issues were found. The correct material (1.4542) was used and the hardness was 41.2-44.1 hrc, which was in the range of specification (35-45 hrc). There was a non-conformance (nc) documented in the manufacturing documents, but this nc was for the thread and as the breakage did not occur at the threaded part a relation can be excluded. As stated above, the forefront was not sent back for investigation. Therefore, no evaluation of this part was possible and no root cause for the occurrence could be defined. However, the extreme marks on the device are a clear indication that this connector was exposed to excessive forces. It can, therefore, be assumed that inappropriate handling led to the breakage of this device. No product fault could be detected. Device history record review: manufacturing location: (B)(4) - manufacturing date: may 25, 2012. A non-conformance report was generated during production as parts showed damages on the m8 threads. This failure occurred during transport as the threads were re-rolled. In order to prevent this report from occurring in the future, the parts will be packed with net hoses. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a connector belonging to the loan department was returned in a broken state. No additional information was available at the time. Upon investigation of the returned device, which was initiated on (B)(6) 2016, extreme damage and missing pieces were noted. As a result, the reportability determination was re-assessed and updated to reflect product problem. This report is 1 of 1 for (B)(4).